Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose (bg) level was 570 mg/dl. The customer resumed insulin and gave a bolus to address high bg. Reportedly, the customer was able to reload the same cartridge and resume insulin successfully.